Event description:
It was reported that the customer had questions regarding the programming of the insulin pump. The customer stated that they believed the device was not programmed correctly and the bolus estimate showed as 0.0 when they fill the. The customer stated that it should deliver more. The bolus history was checked and everything was accurate, but the customer was persistent on replacing the insulin pump. The customer's blood glucose was 8.5 mmol/l. Nothing further was reported.

Manufacturer narrative:
The insulin pump was programmed with the bolus wizard with an estimated 16.2 units of insulin. The bolus was delivered and recorded properly in the bolus history screen. No bolus wizard anomaly was noted. The insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.